Manufacturer narrative:
The insulin pump was received no button response due to corroded keypad traces. No button error alarm noted during testing. The device had minor scratches on the display window, cracked case at display window corner, cracked reservoir tube lip, and cracked lcd window. (B)(4).

Event description:
Customer's father reported via phone call, the insulin pump was malfunctioning. Customer wasn't doing anything and had the device on her side when it alarmed button error. Customer's blood glucose was 150 mg/dl. Customer's father didn't recall any significant event which may have cause the device to alarm. He was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for further analysis. Customer's father also mentioned she was having keypad issues prior to the alarm occurring. Customer's blood glucose was 442 mg/dl. The bolus, esc, and act would respond when they weren't being pressed.